Event description:
The customer reported to olympus, the gastrointestinal videoscope had a crack or scratch on objective lens. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystalized foreign material in the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of crack or scratch on objective lens was not confirmed. The device evaluation found the reportable malfunction identified in b5, white crystalized foreign material in the air/water channel. The following non-reportable findings were found during evaluation: adhesive was worn on light cover glass, adhesive was pitted on optical cover glass, and adhesive was lifting on distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was a simethicone type of product. Olympus will continue to monitor field performance for this device.